Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the catheter mount was broken near the connector". No patient involvement reported.

Manufacturer narrative:
(B)(6). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was torn. A device history record (DHR) review was performed on the lot number of the sample received and there were no issues found that could relate to the reported complaint. Based on the visual exam, the reported complaint was confirmed. The manufacturing site reports "the tubing of the device was supplied by our supplier." A non-conformance was opened to address this issue.

Event description:
It was reported that "the catheter mount was broken near the connector". No patient involvement reported.